Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-jun-2018 with the following findings: a review of the alarm history showed a call service 064 alarm. A 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed to find no evidence of internal moisture or intermittent conditions to the motor circuit.